Event description:
The sidekick rigid needle clogged during injection of coaptite and was not able to be used further. Needle was removed from sterile field and a second needle was utilized to complete the injection.